Event description:
It was reported that when using the bd pyxis¿ medstation¿ es not detected on bus, duplicate address detected and couldn't be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not detected on the communication bus. The field service engineer (fse) found issue was caused by a duplicate address in the system. The address was recovered, and the storage space was restored. After completing the correction, the cube was returned to the customer. A functional test and diagnostic check were performed, and no issues were noted. The system functioned as intended after the field service engineer repaired the device.